Event description:
Permanent blindness [blindness]; paralysis of the face / lip [viith nerve paralysis]; paralysis of the eye [paralysis]; necrosis [necrosis]; immune system reactions [immune system disorder]; granulomas [granuloma]; anaphylaxis [anaphylactic reaction]. Case description: literature report was received on (B)(6) 2011, from an article: cable, m.m. On the front lines: what's new in botox and facial fillers. (B)(6), (B)(6) 2010; page 179-182. Multiple pts (pt birth date, onset age, age group, and sex were not provided) were given a hyaluronic acid dermal filler. Prevelle silk was one of several hyaluronic acid fillers discussed in the article. Adverse reactions discussed included permanent blindness, paralysis of the face, lip, and eye, necrosis, immune system reactions, granulomas, and anaphylaxis. The author did not provide causality assessment.

Manufacturer narrative:
(B)(6). Evaluation summary: the qc (quality assurance investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.